Manufacturer narrative:
B3. Date of event the exact date of the event is unknown. Product code (d2b) - additional product code qon.

Event description:
It was reported that the patient was experiencing a bladder infection.